Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracic procedure, the device cut, but would not staple with the white cartridge. There was no problem with the blue cartridge. The procedure was completed with manual suture. The patient suffered 1.8 liters of blood loss and required a transfusion.